Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the events. Since no equipment related problem was found, the customer will be instructed to evaluate or have an evaluation performed on involved accessories. Specifically, the account will be advised to ensure that cables/cords as well as the attached instruments that are being used with the unit are compatible (i.e., correct size) and that they are functioning properly. If these accessories are not compatible, not intact, or not securely connected; then, output could be diminished or neuromuscular stimulation (nms) could occur. To further address the issue, additional in-service is being offered to the involved staff at the hospital. The account is being made aware of the findings. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in patient incidents. Post-polypectomy bleeding occurred with two patients and one of the patients requiring an IV the next day to administer a drug to stop the bleeding. A final incident involved a patient feeling a "shock/sensation" during a snare procedure. None of the patients experienced any further complications and have since been released from the hospital.